Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined a detached cable was the cause of the reported issue. Stryker repaired and secured the loose cable and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event